Event description:
It was reported that this was a tlif for a degeneration on (B)(6) 2024. When the applicator knob and advanced appl outer shaft was assembled, both products stuck and could not be detached. Substitutes were used in the surgery, and the surgery was completed successfully with no surgical delay. No further information is available. This report is for one (1) t-pal spacer applicator knob. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4), depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part# 03.812.004, lot # 2l40839, manufacturing site: werk hägendorf, supplier; na, release to warehouse date: 28 nov 2018, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified visual analysis of the returned sample revealed that t-pal spacer applicator knob was observed with signs of normal use. Nothing indicative to a visual nonconformance. A dimensional inspection for the t-pal spacer applicator knob was not performed as it is not applicable to the complaint condition. A functional test was performed trying unsuccessfully to disassemble into the mating device advanced appl outer shaft. It is possible that the jammed condition can be attributable to excessive force while using it however as it is unknown how the devices were used a potential cause cannot be estabished the overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: event description updated. D9: device returned. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient outcome was reported to be stable.